Event description:
On 14 may 2008, abbott spine became aware of the following event. This pt enrolled in 2004, in a post marketing study. At approximately 3 weeks later, the pt underwent a traditional l5-s1 procedure. In 2005, the pt experienced an increase in low back pain. The event of increase in low back pain had not resolved. In 2007, the pt underwent a revision surgery due to pain. Intra-operative dural tear with cerebrospinal fluid leak was repaired. The pt tolerated the procedure well per surgeon's comments. No further info is available.

Manufacturer narrative:
No device will be returned. The event was documented as a result of a post marketed study. Investigation pending.